Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the pharmacist via manufacturer representative (rep) reported the screw of the implantable neurostimulator (ins) doesn't work. It was reported that the device was never implanted and the ins was discarded. Another ins was implanted and the issue was resolved.